Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(6), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(6), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (b)(46), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
The patient's family member reported on (B)(6) 2008 that they were not able to adjust stimulation with the patient programmer, noting that the lower limit was reached. The patient was not getting any relief, and an appointment was scheduled for (B)(6) 2008. A health care provider (hcp) reported on (B)(6) 2015 that the patient was getting a head scan for a possible cerebrovascular accident (cva), with the location of the issue being the patient's head. The patient had not been using the stimulation system for three years, but the reason why was unknown. The relevant medical history included brachial plexus and cervical radiculopathy. The next day, the patient's family member reported that the patient had had a stroke, and they wanted to find out if the patient could have a magnetic resonance imaging (MRI). It was then stated that the patient had not used stimulation for five years because it did not work for them. A supplemental report will be submitted if additional information is received.